Event description:
A customer reported being hospitalized for a diabetes-related issue. There was no additional information provided regarding the outcome, including any impact on the customer's blood glucose level. Technical support attempted multiple follow-ups, but customer did not respond. No additional information was provided.